Event description:
The surgeon was using the ligaclip applier during the procedure and stated that the clips were not closing. They were instead falling out of the device. They were able to account for all the failed clips and the device was removed from the sterile field.